Manufacturer narrative:
Device was used for treatment, not diagnosis. The manufacturing records were reviewed and no complaint related issues were found. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn.

Manufacturer narrative:
Additional narrative: this device used for treatment and not diagnosis. This with powder which was described in the device report was shaved off the package. Throughout the transport of this screw, the screw head with the thread was slightly moving and shaving off the inside surface of the package. The device history record was researched for the listed article; no abnormal findings were identified. This occurrence must have happened during the transport. This screw can get cleaned and re sterilized if such problems do occur in the future. We are aware of that problem and will try to look into a better solution.

Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: during a high tibial osteotomy on (B)(6) 2013, the surgeon opened this product, and found a white powder on the implant. Reportedly, the surgeon and the staff of the operation room recognized it was a defective product, so they used another one and went on with the operation. This is report 1 of 1 for complaint (B)(4).